Manufacturer narrative:
Additional manufacturer narrative: adverse event problem: (B)(4): per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure a crack was noticed with the aquabeam scope. The scope was replaced with a new scope unit. Upon scope replacement, a motorpack error message occurred (possibly "e22 - motorpack error" or "e23 - motorpack error") with the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. Fraying of the motorpack cable assembly at the strain relief was observed. As a result, the aquabeam motorpack was replaced with a new motorpack unit and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
H10: additional manufacturer narrative: the aquabeam motorpack was returned for investigation. Visual inspection was able to confirm the reported event of a cracked motorpack. Functional testing could not confirm the reported event of e22 or e23 errors, however, the log file review was able to. The motorpack was tested on the qa test system. Three docking cycles and a full simulated aquablation session were performed successfully without triggering any errors. The motorpack was deconstructed. Minor signs of fluid ingress were observed near the cracked opening of the motorpack shell, however, no fluid ingress on the circuit board was observed which could cause the reported e22 or e23 errors. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam motorpack / lot number 19c00418 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of the event history log files observed e22 - motorpack error and e23 - motorpack error were generated by the aquabeam robotic system. The total delay time between the two sessions is 29 minutes and 26 seconds. A 12-month similar complaint review identified six (6) other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. 11.2.3 non-sterile: console, motorpack, and foot pedal connection · connect the motorpack cable to the front of the console: [?] Connect the motorpack plug on the front right port. [?] Ensure the connector locks in place and the red marks on the motorpack and the console align. The root cause was not established as the investigation was unable to determined what caused the reported errors. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.